Event description:
The hearing performance of the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Further medical intervention is currently unknown.

Event description:
The user's hearing performance is affected. Further medical intervention is unknown at this time but clinical support stated that revision surgery should be considered.